Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received a voluntary medwatch (mw5102489) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop asthma. The patient was prescribed steroids in response to the reported event. In initial report section b5 was incompletely mentioned and the updated section b5 should be- the manufacturer was previously received information alleging of having cough and difficulty breathing or short of breath. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and found no evidence of contamination. An internal visual inspection was completed by the manufacturer. The manufacturer found evidence of sound abatement foam degradation or breakdown. The device's event log was reviewed by the manufacturer and found no errors logged. The manufacturer concludes there was evidence of sound abatement foam degradation or breakdown. Section d9, g3, h3 and h6 has been updated / corrected.

Event description:
The manufacturer received a voluntary medwatch (mw5102489) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop asthma. The patient was prescribed steroids in response to the reported event. The patient reported using an ozone based disinfection device. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.